Manufacturer narrative:
This is a known issue which has been previously investigated and resulted in a fca. The customer has been informed about the field corrective action. The retrofit kit has been provided to customer in august to install on the cart to prevent any such failure. The customer did not installed the kit on the cart. The upgraded version of replacement ergo just cart has been shipped to the customer.

Event description:
Ergojust video extension broke where it mounts to the base of the cart. Pictures that the customer sent, shows it broke at the welds. There was no patient or user injury.